Event description:
It was reported by the customer that "during placement, clinician experienced tugging of the wire when trying to thread. Prior to this, he had a semi aggressive pull back of the wire. We removed the entire catheter and realized the guide wire was threading through the instaflash notch versus the needle tip opening. Additional information 04/02/2023: this event took place with customer and a trainee. They were attempting to insert a catheter for medication administration. No urgent situation occurred, but there was a second venipuncture for the patient. No negative impact was reported as another line was placed right away. It was reported this occurred with two devices. This report addresses the first device. 06/23/2023 microscopic inspection of the guidewire confirmed a break within the coil region.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of an accucath guidewire protruding from the flash notch was confirmed. The product returned for evaluation was one 20ga x 2.25¿ accucath ace peripheral IV catheter assembly. The catheter had been advanced and was not returned for evaluation. Usage residues were observed both on and within the needle shaft. The guidewire protruded from the blood flash notch. The coiled tip appeared deformed and fractured. Microscopic inspection of the guidewire confirmed a break within the coil region. The break exhibited sharply defined fracture features and a region of increased luster. Inspection of the needle bevel revealed slight deformation along the proximal edge. The break in the guidewire coil resulted in a shorter wire, which caused it to extend from the flash notch, rather than the needle tip. The fracture features and needle bevel damage were consistent with damage initiated by contact between the needle and the wire. Both the event description and the biological residues on the sample indicated that occurred during attempted device placement. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer that "during placement, clinician experienced tugging of the wire when trying to thread. Prior to this, he had a semi aggressive pull back of the wire. We removed the entire catheter and realized the guide wire was threading through the instaflash notch versus the needle tip opening. Additional information (B)(6) 2023: this event took place with customer and a trainee. They were attempting to insert a catheter for medication administration. No urgent situation occurred, but there was a second venipuncture for the patient. No negative impact was reported as another line was placed right away. It was reported this occurred with two devices. This report addresses the first device. (B)(6) 2023 microscopic inspection of the guidewire confirmed a break within the coil region.